Event description:
It was reported that the motor coupler is misaligned and causes the disposable handpiece to sometimes vibrate. No case specific information has been provided. No averse pt consequences have been reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.